Event description:
Employee at distribution ctr was placing product on shelf. A packet of powder inside the box was improperly sealed and the powder dropped into employee eyes. Eyes were immediately flushed and employee transported to local emergency svs. Vision was blurred for a day, but with medication vision was apparently returned to normal.